Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was not logging data despite being in use. Reportedly, the bolus requests were not displayed in the bolus history. Additionally, the logs did not display basal delivery. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.